Event description:
The pace/sense portion of this lead was capped due to inappropriate shocks from a lead fracture in the pace/sense portion. The shock portion tested normal. A new brady lead was placed for appropriate pacing and sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.